Event description:
It was reported that during the implant attempt, after the lead was connected to the device that a lead observation warning was displayed on the programmer. This warning was present after reconnection and re-measurement. The device was replaced. The new device did not present the lead observation warning. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.